Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report.

Event description:
The physician stated that the follow up CT demostrated that there were no endoleaks present.

Manufacturer narrative:
(B)(4). Eval, results: (endoleak). (Cause of event is unk). Conclusions: (cause of event is unk).

Event description:
An endurant stent graft system was implanted in a pt for the endovascular treatment of a saccular abdominal aortic aneurysm. Vessel morphology was reported to be non-tortuous and no calcification. It was reported that the stent grafts were successfully implanted. Upon the final angiogram, there was endoleak type 2 or 3 (graft teat) at the body of stent graft on left side. An aortic cuff or iliac limb cannot be implanted to resolve this problem due to the source of endoleak is somewhere near the 5th stent of body part. They thought that during the ballooning with ab46 using the kissing balloon technique at short limb level was the cause of the endoleak. The physician decided to put 2 (B)(4) stent grafts and place them at the same level of proximal of (B)(4) as he did not want to turn into an aui system. No clinical sequelae were reported and the pt is fine. An internal review of the returned films show a likely type iii endoleak post-ballooning; however, this cannot be ruled out as a type IV endoleak.